Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device became hot in the front. During an in-house engineering evaluation, it was observed that the bearing was not functioning, defective, device turns hard and got hot after a few seconds. It was further noted that the device failed pre-test for leakage, saw blade coupling, saw head locking mechanism, rotation of saw head, proper function of the trigger and function of all modes. This event did not occur during surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.